Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up/burning smell) has been confirmed. The cause of the monitor not powering up was faulty resistor (r45) in the charge circuit for the hv capacitors on the defibrillator pca within the monitor. R45 was burnt. This resistor is 2.2 ohm 1/4 watt metal electrode face bonded (melf) surface mount resistor in a 1206 package. R45 exists in the circuit that connects the hv_cap_neg with out_gnd when the charge relay is energized. The voltage that was supposed to be dissipated by this resistor was then delivered to other parts of the monitor. The relay contacts were latched together. There were multiple parts burnt on the defibrillator board including (r22, r30, c10 and c11). Additionally, components of the computer analog board were affected by this failure (components u204 and u205). The root cause of the defective r45 cannot be positively identified but was likely a random component failure. This is an unusual event. No adverse event resulted from the defective resistor. The pt received a replacement monitor.

Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor was not working and there was a burning smell coming from the monitor. The pt was issued a replacement monitor.